Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sticky buttons of insulin pump had to hold harder to respond. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the gear of insulin pump was slower and it taking longer to prime than before. Customer stated that the insulin pump had diminished battery and batteries going much faster and had failed battery test errors after fresh change. The insulin pump will not be returned for analysis.